Manufacturer narrative:
Broken fragment only was returned tangled on the additionally used other guidewire. Broken prox. Section was not returned. Observation of returned fragment revealed it to be the composite core of the guidewire. Core wire was broken at 4mm from tip end, and extruded out from the deformed slit of the composite core. Sem observation revealed trace of continuous ccw rotation on the breakage site. Coil was found also rotated and broken. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Based on the provide information and outcomes of the investigation of returned device, it is inferred that the guidewire tip was trapped by the calcified lesion where rotational manipulation was continuously given and the core wore was broken off due to accumulated rotational force when the force exceeded the product design limit. Coil was also exposed to rotational force and breakage . Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, during the procedure to heavily tortuous, moderately calcified lesion at lad, the coil of the guidewire was ripped off. Broken fragment was retrieved out by a guidewire which was thereafter used for the procedure. There was no impact to patient's condition.

Manufacturer narrative:
Single reporter exemption #e2015018. Device is not returned to the manufacturer. Lot history review could not be performed as no lot information was available. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the obtained information, it is presumed that rotational and/or push-pull manipulation was continuously made to the guidewire of which tip was trapped in the lesion, resulting accumulation of force and breakage of core wire due when the force exceeded the product design limit warning section of the IFU describes: - if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. - when torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, during use of the subject guidewire in a calcified lesion at unknown vessel, physician noted the damage of the guidewire. Coil was elongated because of the breakage of core wire. The guidewire could be entirely retrieved out without separation. There was no impact to the patient or to the procedure.

Manufacturer narrative:
(B)(4)